Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/05/2024, it was reported that the patient went out for dinner, she got to the restaurant and ordered a sweet tea as she was feeling hypoglycemic and ¿funny¿ at the time, the cgm reading was 69 mg/dl and decreasing and there was no bg reading taken at that time. Then she lost consciousness. The daughter and a lady in the restaurant claim to be a nurse treated the patient with honey underneath her tongue area. After the treatment the patient regained consciousness. The patient recovered and went home then noticed an error on display wearable failed. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.